Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 implantable pacing lead: (B)(6) 2009. 6935 implantable tachy lead: (B)(6) 2009. 5076 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had longevity of less than 4 years. The device was explanted and replaced. It was also reported that the left ventricular lead had high thresholds and chronic outputs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.